Event description:
Boston scientific received information that a lead dislodgment occured. The lead was explanted and replaced as the lead would not screw in properly. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.